Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg was unable to communicate with external devices after an unrelated medical procedure. Patient had put ipg into surgery mode before the procedure. A manufacturer representative performed troubleshooting on the ipg, after which the ipg resumed communication and therapy was restored.